Event description:
During insertion, the lower half of the anchor broke off. The complaint product cannot be returned, and no images are available. The procedure was driven by the clinical reasons of ankle instability and debridement. There were no medical interventions or surgical delays, and no additional adverse events. Debris were noted during the procedure. However, not all debris could be removed from the patient or surgical field, as the other half of the anchor inserted into the bone could not be obtained. The issue was resolved by utilizing another anchor.

Manufacturer narrative:
Please note the correction made to the d5 operator of device: the reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
During insertion, the lower half of the anchor broke off. The complaint product cannot be returned, and no images are available. The procedure was driven by the clinical reasons of ankle instability and debridement. There were no medical interventions or surgical delays, and no additional adverse events. Debris were noted during the procedure. However, not all debris could be removed from the patient or surgical field, as the other half of the anchor inserted into the bone could not be obtained. The issue was resolved by utilizing another anchor.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : half of the device was discarded and the other half remains in the bone.